Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound guidance and micropuncture. The right common femoral artery was 8mm, posterior calcification, no tortuosity, with a depth deployment measurement of 3.5cm. No issues were encountered advancing or withdrawing the 20f procedural sheaths. Prior to closure, activated clotting time was 231, heparin was administered. Following the fevar procedure, an 18f manta was deployed at the measured depth and hemostasis was achieved following a few minutes of manual pressure. A post-procedure angiogram indicated an occlusive dissection; the physician decided to do a surgical cut-down to repair the dissection and explant manta. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. During the surgical intervention, the manta anchor was seen appropriately positioned within the vessel with the collagen plug overlying the top of the vessel. The physician mentioned the cause of the dissection attributed to posterior calcification and was not caused by the manta device. Two hours later, the patient presented back to the or suite with a cold leg requiring a second surgical cut-down. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Procedure preparations as listed in the IFU state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: post deployment physician noticed dissection. Physician attributes dissection to posterior calcification not manta. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were ultilzed to gain central access in the right common femoral artery. Vessel size was 8mm with posterior calcification and no reported tortuosity. Measured depth for the manta was 3.5cm and there was no issues advancing or with drawing procedural sheaths. Heparin was administered during the procedure. Hemostasis required a couple of minutes of manual pressure. Post procedure, it was confirmed the patient did need a surgical cut down where the manta was removed. It was also stated that the patient needed to return to the or for a cold leg and had a second surgical cutdown.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: post deployment physician noticed dissection. Physician attributes dissection to posterior calcification not manta. Additional information: during an evar procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with posterior calcification and no reported tortuosity. Measured depth for the manta was 3.5cm and there was no issues advancing or with drawing procedural sheaths. Heparin was administered during the procedure. Hemostasis required a couple of minutes of manual pressure. Post procedure, it was confirmed the patient did need a surgical cut down where the manta was removed. It was also stated that the patient needed to return to the or for a cold leg and had a second surgical cutdown.